Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified; however, a different issue was identified.

Event description:
A malfunction on the pump was reported by the caller, with a malfunction code of malf 5 and fault ID 0x2147. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. Technical support decided to replace the pump, confirmed the shipping address, and provided storage mode instructions. They instructed the caller to return the problematic pump using a pre-paid label within ten days.